Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says previous ins was "leaking the battery acid in me and I was in the hospital for a week getting antibiotics". Pt says this was discovered in june 2021, and when asked what was leaking and they said they were told "it was battery acid, I was in the hospital getting double antibiotics day and night so I was without a stimulator for about 2 and a half months". The patient was redirected to their healthcare provider to further address the issue. Pt called back and added that the "battery acid" that leaked ripped their 2 year old incision back open, which they noticed while pt was driving and discovered they were bleeding. Pt said this was right before memorial day weekend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.